Event description:
The customer reported the system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The scope pedal plug was tightened. The system was tested and found to be working as intended and put back into service.